Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001825034 - 2018 - 02311 the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that during a procedure, the set screw became stuck in the nail. The screw was grinding in the nail and could be heard. Another device was used to complete the procedure. No further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to be not reportable. The event will be reported on 0001825034-2018-02310. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The event will be reported on 0001825034-2018-02310.